Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that when using the flocontrol pump during case it pumped 6 liters or more into the pts abdomen. Allegedly, the pt then had to be transferred to a hospital for additional test to be completed.